Event description:
During the follow-up performed on (B)(6) 2013, the device operated normally upon magnet application (the patient was in flutter at that moment). However, upon magnet removal, the patient underwent a pause of about 14's with syncope and convulsions. Note that the device was programmed is safe/ddir mode. Recommendations were required.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Conclusion: the reported behavior was due to a software inadequacy in the implant's embedded software (version w1.5.1). This software inadequacy had been corrected since w1.5.2/w1.5.3 software versions, which are downloaded in the pacemaker memory upon interrogation with the programmer version (note that the correction was available in smartview 2.16 version, which was released end of 2008). And upon device interrogation performed on (B)(4) 2013 at 12:24, the software version has been updated for this device and normal device functioning was restored, which confirms that the device had not been interrogated since (B)(4) 2008 (last statistics reset date) [otherwise the correction would have already been downloaded.